Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was recaptured, an aortic dissection was observed in the sinotubular junction. The valve was not deployed and was withdrawn from the patient. The patient was stable. It was decided to operate in the cardiac operating room. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which reported that a pre-implant balloon aortic valvuloplasty (bav) was not performed. A surgical valve replacement was performed, and the ascending aorta was repaired with pladges. No additional adverse patient effects were reported. Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: neither the subject delivery catheter system (dcs) or valve were returned to medtronic, therefore no product analysis could be performed. Images we received for review. Fluoroscopic inspection of the valve load was provided. According to the fluoroscopic image, the load would be considered an acceptable load. An image of the dissection was received. Dissection is noted from the sinus of valsalva (sov) region, past the area of the ascending aorta. The description of the event indicated that there was ¿not a lot of calcified anatomy,¿ however in a received image, calcium was present. The pre-case computed tomography (CT) images provided show a contrast filled space under the non-coronary cusp (ncc). This was a possible pseudoaneurysm vs. Dissection. Calcium was seen in the ascending aorta and aortic arch. The reported event indicates that the valve was recaptured twice due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was also reported that the valve dislodged during the recapture. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Vascular complications, such as dissection is listed in the device instructions for use (IFU) as potential adverse effects and can occur during any percutaneous intervention. These events are typically related to patient factors (tortuous anatomy, calcification, etc.), and/or procedural effects (sheath used, user technique, guidewire management, etc.). As reported, the valve inflow crowns probably contributed to the dissection and patient anatomy was not a factor. However, this could not be confirmed by medtronic with the limited information available. A device history record (DHR) review of the dcs is not required as the product event does not indicate a potential manufacturing issue. A device history record (DHR) review of the valve is not required as the product event does not indicate a potential manufacturing issue. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: f131978, use by date: 29-jun-2023 and UDI #: (B)(4). Additional information was received which indicated that the valve was recaptured twice as the valve was first placed too high and then too deep. Per the physician, the valve dislodged during the recapture and the dissection occurred after the recapture. As reported, delivery catheter system (dcs) had not caused or contributed to the dissection. Rather, the valve inflow crowns probably contributed to the dissection and patient anatomy was not a factor. There was not a lot of calcified anatomy. The patient¿s status was reported as alive following the operation to address the dissection. No additional adverse patient effects were reported. Updated data: d10, h6 device and annex g codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.